Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01820. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating an arteriovenous fistula using penumbra smart coils (smart coil) and penumbra smart coil detachment handles (handle). During the procedure, the physician successfully deployed and detached the initial smart coils using the handle. While attempting to detach a new smart coil using the same handle, the smart coil failed to detach on the first attempt; however, the smart coil then successfully detached on the second attempt. It was noted that after detaching the smart coil, it was difficult to remove the smart coil pusher assembly from the handle. The procedure was then completed using additional smart coils and a new handle. There was no report of an adverse effect to the patient.